Event description:
Received user facility medwatch form, (B)(4), advising that during a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy procedure; the harmonic scalpel tip fell off while inside the patient. The surgeon was able to retrieve the tip. There were no patient consequences reported. The device is not available for return.

Manufacturer narrative:
(B)(4).